Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic via merlin.net transmission. Upon reviewing the transmission, it was discovered that the atrial lead exhibited noise oversensing resulting in pacing mode switch. The patient was brought in clinic for isometric testing but they were unable to reproduce the noise. The patient was asymptomatic and no changes were made.